Event description:
It was reported that the distal tip of the blue lumen ruptured and became lodged in the left pulmonary artery during removal. The catheter was being removed because it was no longer needed.